Event description:
It was reported to philips that the device's power cable needed replacement. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device it was determined that this was a malfunction of the ac power cord for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time.